Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; reviews could not be performed. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. No physical sample was provided by the customer.  CAPA is not required at this time.

Event description:
It was reported that the unspecified bd needle was involved with the initial reporter receiving expired product. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Md states that expired needles were used for injection. He wants to know if he needs to be concerned. Explained that this needs to be reported to our quality team. Provided the product was properly stored and the packaging was intact the product should still be sterile. He did not have any of the product and lot numbers.